Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was kidney failure, heart failure, and an insulin coma. The caller stated that the customer had other illnesses including the above as well as breathing issues that may have led to the customer's passing. The customer¿s blood glucose was 31 mg/dl shortly before the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected within 24 hours prior to passing, as the customer was having a low incident. It is unknown if the customer was using sensors. The caller declined to return the insulin pump for analysis but agreed to a pump upload at a later date.

Manufacturer narrative:
The device did not have a battery installed when received. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08730 inches. Device had minor scratched display window, damaged (stained) display window cover, scratched case, cracked battery tube threads, cracked case at the corner of the belt clip rail, damaged (scratched) serial number label, pillowing keypad overlay and cracked retainer. (B)(4).

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.